Event description:
This rv lead was implanted on (B)(6) 2008 and was explanted on (B)(6) 2011 due to patient developed bacteremia. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).